Event description:
A customer reported that an electromechanical ambulatory infusion pump failed a delivery test. The pump under delivered. The test was conducted by the customer's bioengineering dept. There was no pt involvement in this event.